Event description:
It was reported that when starting up the navio for the case, received an internal cabling error. Rebooted system and then was able to proceed with the case setup with no issues. The patient was not in the room yet.

Manufacturer narrative:
The device, intended to be used during treatment, was not returned for investigation. However, the log files were returned and the visual evaluation indicated a pfs control hardware failure (error 40000000000). This error was likely due to the computer's inability to communicate with the siu. There was no serial number provided for the DHR review of the siu so it could not be concluded if the device met the manufacturing specifications. A complaint history review found similar reports of the issue. The relationship of the device and the reported event could not be established. There are several issues that could lead to the computer's inability to communicate with the siu. However, due to the user being able to reboot without any issue and no further issues being reported, the root cause of the reported event could not be determined.